Manufacturer narrative:
It was determined the device declared elective replacement indication (eri) and end of life (eol). The longevity assessment concluded the device had normal expected longevity assuming 1000-ohm impedances and predictions for the standard consumptions during storage and communication. The cause of the reported observation was due to the device having normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of service. Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.